Event description:
Reporter alleged obtaining the results of 10 mg/dl, 67 mg/dl, and 545 mg/dl on the compact plus system compared back to back with the results of 220 mg/dl, 222 mg/dl and 220 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.